Event description:
Boston scientific received information that during a device replacement procedure, this right atrial (ra) lead was found to have a conductor fracture and an insulation break. When the lead was in service, there were many episodes of atrial artifact with subsequent inhibition of brady pacing. This lead was surgically abandoned, and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.